Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, clamp tubing. It was reported the device also exhibited air in the tubing. Per reporter residual volume was: 13.9, rate 2.4 and 98.55 was given.

Manufacturer narrative:
Additional contact information: (B)(6).